Event description:
It was reported that a patient has early capsule contraction syndrome (ccs), mild myopia and cylinder with progressive z syndrome. A yag was performed (B)(6) 2015. According to the surgeon, the likely cause of the reported event was anterior capsule contraction syndrome. This report refers to the patient's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.